Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: mar 17, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: no complaint lens was received for evaluation. Visual inspection under magnification revealed that the handpiece device was received with cartridge tip damage consistent with a device that was dropped or damaged during shipping return. No additional handpiece defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed inside the handpiece cartridge which suggests that an inadequate amount of viscoelastic was used during loading and insertion. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: unknown/not provided. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. Email address: unknown; requested but not provided. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that part of the intraocular lens (iol) got stuck between the cartridge and plunger rod during implantation. The iol was released using a hook. The iols remain implanted. There was no reported patient injury or health damage. No additional information was provided.